Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) reported a <10 ohm lead impedance during a follow-up. The device also appeared unable to pace and the pacing lead impedance was measured to be lower than normal.